Event description:
On an unknown date in 2006, the patient underwent a descending aortic replacement procedure. On an unknown date in 2009, a reintervention was performed to an anastomotic aneurysm of the graft. Two gore® tag® thoracic endoprostheses were implanted. On an unknown date in 2022, a follow-up exam reportedly revealed that the thoracic aorta at distal end of the gore® tag® thoracic endoprosthesis was dilated. On (B)(6) 2022, a reintervention was performed. Two gore® tag® conformable thoracic stent graft with active control system were implanted to extend distally and reline entire stent grafts. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available to gore for direct analysis. It should be noted the gore® tag® thoracic endoprosthesis instructions for use (IFU) state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, aortic expansion and reoperation.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.